Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, difficulties were encountered while seating multiple components: one (1) porous tibia baseplate w/journey lock sz6 rt (which was difficult to seat), one (1) porous round patella sz 38mm (which remained approximately 3 mm proud), and one (1) lgn crhf xlpe insert w/journey lock sz 5-6 9mm (which required multiple impaction attempts). The most lateral hole was overdrilled with a 6 mm drill, while the other two were drilled using a 5.3 mm bit. Final seating of the patella prosthesis could not be achieved using the sync patella clamp. After a significant surgical delay, the procedure was completed using a competitor¿s device (stryker patella clamp). No patient injury was reported.